Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: after firing, anvil was out of shape. Tissue damage was observed which was repaired with suture. No reinforcement material was used in conjunction with the stapling device. Surgical time was extended by more than 30 minutes due to the product problem. There was no adverse event reported as a result of any delay in surgery.